Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: a synergy ous mr 3.00 x 8mm stent delivery system (sds) was returned for analysis without the stent (stent was deployed in patient). Sds was returned inserted in a guide catheter. The balloon was examined. The balloon appeared to have been subjected to positive pressure and a vacuum pulled. The proximal balloon wings of the balloon appeared flattened, the distal end of the balloon appeared bunched/creased at distal markerband region. A substance which appeared to be hardened contrast medium was noted inside balloon body upon return. The device was placed in waterbath at 37 degrees to soften the hardened medium inside balloon body. An encore hand held inflation device was used to inflate the balloon to rated burst pressure. The balloon inflated with no issue and no damage was noted. A vacuum was pulled and the balloon deflated successfully, the wings were in a flattened state and no issue was noted with the deflation. The balloon deflated in 8 seconds, this is within deflation time specification. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip; tip was rough at distal edge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The 70% stenosed, 8mm in length, concentric, de novo target lesion was located in the bifurcation of mildly tortuous, moderately calcified, and 3.0mm in diameter mid right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a non-bsc guide wire crossed the lesion and a non-bsc guide catheter was placed, pre-dilation was performed in the proximal and mid rca with a 2.5x12mm emerge balloon catheter. A 3.0x16mm synergy¿ drug-eluting stent was deployed in the proximal rca and a 3.00 x 8 synergy¿ drug-eluting stent was deployed in mid rca successfully. After deflating the 3.0x8mm stent balloon, the physician was unable to remove the balloon as it could not fit into the guiding catheter. The physician had to remove the whole system (wire, guiding catheter, and stent balloon) in order to retrieve the stent balloon. The stent balloon was able to pass through the sheath. It was noted that the stent balloon was fully flattened at the distal portion and crumpled at the proximal portion. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.